Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the event is most likely a multiple-source type ii endoleak based on clinical assessment of medical records and operative images. There was adequate medical documentation and suboptimal imaging studies available for this review. Product appropriateness could not be fully assessed due to the lack of a pre-implant CT. The patient's use of anticoagulation might have contributed to this complaint due to the known, increased risk for bleeding complications. At the index procedure, there was evidence of a multiple source type ii endoleaks, the greatest of which was the left lateral site at the bifurcation. The right iliac extension was within the distal aorta. The bifurcated stent was seated above the natural bifurcation. Also, there might have been evidence of an anterior crown separation of the suprarenal cuff on the last angiogram run. This finding could not be fully verified due to the obstructive nature of the pigtail catheter. The subsequent CT scans were thick, which did not allow for manipulation of images to fully assess this finding. Five months to seven months, three subsequent events occurred for treatment for a recurrent left inguinal seroma; ultrasound guided drainage with prophylactic antibiotic therapy. Twenty-two months post index, the crown separation (stent fracture) was verified with no associated type I endoleak. A fourth subsequent procedure of a preemptive balloon angioplasty of all components was substantiated. The untimed angiogram runs might have demonstrated a persistent type ii endoleak, most likely from lumbar arteries; however, this finding was presumed, not observed by the physician during the procedure. There were three additional ultrasonic drainage procedures for bilateral groin seromas. The left groin was drained seven months post the initial implant. The right groin seroma was drained twice at 24 months post implant; once prior to and once after the second angiogram intervention (one week post the secondary angiogram procedure). At twenty four months post implant, there was evidence of an unknown endoleak (unresolved endotension), but was treated for a type ii endoleak of the bilateral ilio-lumbar arteries with coil embolization. These sources were visible during the implant procedure. It was likely that these sources did not develop thrombus due to the patient's use of anticoagulation therapy. There was also evidence to support an aortic wall thickening/stranding prior to the second angiogram intervention and a large right sided groin seroma, presumably from the angiogram performed one month earlier. One month post coiling, and twenty five months post implant, there was evidence to support an increased thickening of the anterior aortic wall and growth of the right groin seroma. A new intramural dissection was noted, which might have been representative of a contained leak and/or aortitis (complication). The old sac margin demonstrated a decrease in size (11.5 to 10.1cm), but the total ap sac dimension had increase approximately 1.0cm. No definitive diagnosis could be established due to lack of information. Therefore, this complication will be categorized as an unknown endoleak. The patient was discharged home on post-operative day three on anticoagulation therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for this event could not be determined. The crown separation was observed during clinical assessment of operative images and was not a contributing factor in the reported endoleaks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 22 months post implant of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension and two limb extensions, an endoleak was identified. Reportedly, a computed tomography was performed on (B)(6) 2014, and a suspected distal endoleak was discovered from the right common iliac. The CT was originally ordered after discovering the leak from a routine CT to treat a bowel obstruction. Furthermore, the patient's sac has grown from 82mm (follow up CT performed (B)(6) 2013) to 94mm. The physician has plans to perform an angiogram to confirm the distal endoleak and add an iliac extension to seal it. The case has not been scheduled yet. Additional note: it was reported that on (B)(6) 2015 dr. (B)(6) shot a number of angiograms. He was looking for an endoleak that could be documented. There was no type 1a, type 2, or type 3 identified. There was an obligue angiogram that could be interpreted as a type 1b in the distal aspect of the left limb. Physician could not rule out a type 3b as they do not always present on angiograms. He elected to line the entire graft with a bifurcated device, suprarenal aortic extension and a limb extension. The case was successful, and the final angio looked good. The patient is doing well, and are planning a very detailed regimen of follow up on this patient due to the size and severity on his aneurysm.

Event description:
It was reported that approximately 22 months post implant of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension and two limb extensions, an endoleak was identified. Reportedly, a computed tomography was performed on (B)(6) 2014, and a suspected distal endoleak was discovered from the right common iliac. The CT was originally ordered after discovering the leak from a routine CT to treat a bowel obstruction. Furthermore, the patient's sac has grown from 82mm (follow up CT performed (B)(6) 2013) to 94mm. The physician has plans to perform an angiogram to confirm the distal endoleak and add an iliac extension to seal it. The case has not been scheduled yet.